Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 479 mg/dl. The customer did experienced the symptoms such as nausea and a fever. Troubleshooting was performed for high blood glucose value. The customer was hospitalized on (B)(6) 2018 at that time she was not wearing the insulin pump while in the hospital. Customer stated that she was in the hospital for five weeks. . The insulin pump will not be returned for analysis.